Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that "azacitidine" leaked from the bd plastipak¿ syringe luer-lok¿ tip during use when pressing down on the plunger, and a small crack was found running from the top to the bottom of the barrel. No exposure to the cytotoxic medication occurred due to glove use, but the patient only received "half" the prescribed dose. The following information was provided by the initial reporter: the 3ml ll syringe was filled with azacitidine (chemotherapy) and as the nurse begins to push down the plunger, azacitidine drips out of the syringe. There is a small crack from top to bottom down the syringe barrel. The patient received only half of the prescribed dose. The nurse was wearing gloves and was not exposed of the spilled medication.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers possibly involved. The information for each lot number is as follows: medical device lot #: 8001807. Medical device expiration date: 12/31/2022. Device manufacture date: 1/1/2018. Medical device lot #: 8348862. Medical device expiration date: 11/30/2023. Device manufacture date: 12/14/2018. Investigation summary: one photo of a loose 3ml syringe was received and evaluated. It was observed there was some white particulate attached to the outside that appeared to be dried medication. It was also observed there was a lengthwise crack extending from the zero line to the 2.5ml marking and was rejectable per product specification. Additionally, two 3ml syringes were received in fully sealed packages (p/n 309658) were received and evaluated. One was from batch 8348862 and one was from batch 8001807. No visual defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batches 8001807 and 8348862 are considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that "azacitidin" leaked from the bd plastipak¿ syringe luer-lok¿ tip during use when pressing down on the plunger, and a small crack was found running from the top to the bottom of the barrel. No exposure to the cytotoxic medication occurred due to glove use, but the patient only received "half" the prescribed dose. The following information was provided by the initial reporter: the 3ml ll syringe was filled with azacitidin (chemotherapy) and as the nurse begins to push down the plunger, azacitidine drips out of the syringe. There is a small crack from top to bottom down the syringe barrel. The patient received only half of the prescribed dose. The nurse was wearing gloves and was not exposed of the spilled medication.